Event description:
This product was returned to the manufacturer service and repair department with a complaint of "working intermittent." It was reported there was "no patient impact and the procedure was finished." Multiple attempts were made to gain information, no additional information was provided. It was also reported "patient interface alligator clip was bent and fixed, please replace clip."

Manufacturer narrative:
No event date provided. (B)(6). (B)(4). Analysis results: nim response 2.0 mainframe: product #8252001 - serial #(B)(4). Analysis by the service and repair technician and quality engineer found the following: the unit was shaken; no loose parts were heard. Some physical damage was noted on the touchscreen. The unit was powered on, and all the self-tests passed. A monitoring screen was selected where all four available channels were visible. The customer's patient interface was used along with a probe and patient simulator provided by service and repair. With the patient interface, simulator, and probe all connected to the mainframe, the ambient signals on the channels appeared normal with no noted events. Each channel was stimulated in turn, and the responses appeared normal and proper. The resistance readings as measured by the mainframe were correct on all electrodes, stim, and ground connections. Based on the engineering evaluation, no functional issues were noted. The unit was released to be subjected to the normal repair process. Patient interface: prod # 8253200 - serial # (B)(4). Analysis by service and repair engineering evaluation found could not verify customer's concern. The unit clip was bent and was replaced. The item was tested and passed all manufacturing specifications. Probe: 8220300 nim muting detector: lot #34099300. Analysis by the service and repair engineering evaluation found the unit cable was shorted and o-ring was worn, both items were replaced. The item was tested and passed all manufacturing specifications. The interface clip and the muting detector cable may be replaced during repair as a general maintenance activity because it is possible for the clip to be bent over time. The purpose clip on the patient interface is to allow the user to attach the interface to a sheet, bed, etc, and does not directly impact overall unit functionality of the muting probe. Even when the muting probe functions according to specification, the o-ring may be replaced during muting probe repair as a general maintenance activity because it is possible for the o-ring to loosen over time. The o-ring does not directly impact overall unit functionality of the muting probe. No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. This product was being used for treatment, not diagnosis. This device was in specification in an "as received condition". The information reasonably suggests that a device in question has malfunctioned as defined by the FDA and a review of the complaint history indicates that this product issue has resulted in an adverse event in the past and therefore, is likely to cause or contribute serious injury if this event were to recur. Without information to reasonably suggest a serious injury or medical intervention was required to preclude serious injury, we are filing this report as a product problem. Device description: the nim-response 2.0 is a four-channel emg monitor for intraoperative use during surgeries in which a motor nerve is at risk due to unintentional manipulation. The nim-response 2.0 records electromyographic (emg) activity from muscles innervated by the affected nerve. The monitor will assist early nerve identification by providing the surgeon with a tool to help locate and identify the particular nerve at risk within the surgical field. It will continuously monitor emg activity from the muscles innervated by the nerve at risk to minimize trauma by alerting the surgeon when a particular nerve has been activated. This device is intended for use in surgical procedures for patient-connected intraoperative nerve monitoring, i.e. Assisting the surgeon in locating and mapping motor nerves through the use of electromyographic (emg) signals and electrical stimulus of nerves. The patient interface and cable provide the means for carrying electromyographic activity from the patient's innervated muscles to the console, an interface for carrying stimulation signals from the console to the stimulating probes/electrodes, and an interface to the console from the incrementing probe. The patient interface has four or eight color coded pairs of patient electrode jacks, a patient electrode. This device is indicated for locating and identifying cranial and peripheral motor nerves during surgery. The indications for use states: the nim-response 2.0 does not prevent the surgical severing of nerves. If monitoring is compromised, the surgical practitioner must rely on alternate methods, or surgical skills, experience, and anatomical knowledge to prevent damage to nerves.